Event description:
A report was received that the patients ipg had flipped sideways. It was also reported that the patient was experiencing inadequate stimulation and had a sharp stomach coverage. X-ray was taken and revealed ipg migration. The patient underwent ipg revision procedure.